Manufacturer narrative:
Of the 5 allegations of a malfunction, 16 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. During investigation for unrelated complaints, there was 1 additional failure found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 5</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a motor issue issue. These reports were received from various sources. The patients associated with this allegation ranged from 6-77 years of age and between 0 and 200 pounds. Of the reported patients, 3 were male, 2 were female, and 0 were unknown.